Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be verified for this specific complaint, peelback has been a reoccurring issue and the possible root cause could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment: as per a-eura document, srd-rm0037, severity is limited (s2). Occurrence = (number of complaints received for all similar complaints / batch quantity) x 100%. Occurrence = 1 / 32000 x 100% = 0.003%. Occurrence is occasional (o3) per CPR-028. The risk level is low. Root cause description: based on the verbatim, the probable root cause for peelback could be due to tubing material. CAPA# (B)(4) was initiated to address the issue. However, as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: na.

Event description:
It was reported that an unspecified number of bd neoflon¿ IV cannulas experienced catheter splitting during use. The following information was provided by the initial reporter: we have been experiencing a few issues with the bd neoflon gauge 26 IV cannula. The plastic catheter tends to kink while advancing into the vein and it also splits upon puncturing the skin. This has happened for patients last year and it has repeated again and we would like to replace the lot number.